Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received 2 eclipse device samples and 1 shelf pack of samples for investigation. The 2 samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, 30 samples from the shelf pack were were evaluated by cantilever force test in order to test the weld strength and the indicated failure mode for hub/collar separation with the incident lot was not observed as all product specifications were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214). H3 other text : see h.10.

Event description:
It was reported that prior to use the cannula breaks off with 3 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: 3 x eclipse needles snapped from one box. This happened prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the cannula breaks off with 3 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: 3 x eclipse needles snapped from one box. This happened prior to use.